Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of laparoscopic cholecystectomy, a detection was noted when performing rf wanding. All counts were correct. Sponges were checked and there was a small tear in the sponge. X-ray taken. Item was found and removed by laparoscopic procedure.